Event description:
It was reported that a merlin.net revealed an alert indicating the charge time limit had been reached. Review of session records noted that the device triggered the alert after a charge timeout occurred. The patient was brought in clinic for capacitor maintenance. The charge time was noted to be within normal limits. The device remains implanted. Monitoring via remote transmission will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.